Event description:
It was reported that the system was getting intermittent communication errors which prevented boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The c-arm backplane pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.